Manufacturer narrative:
(B)(4). Date sent: 10/6/2020 d4: batch #r5c57v investigation summary the analysis found that one ec60a device was returned sterile, with no apparent damage and with no reload present. The device was opened and tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays '0' and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions." The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a splenectomy, when the surgeon stapling the artery, the device got stuck and wouldn't open or reverse the knife easily. When the stapler opened after several attempts, the staples were malformed and the patient lost 500ml of blood, but did not require a blood transfusion. The bleeding was controlled with sutures. Another manufacturer's stapler was used to complete the case. There were no patient consequences and no change to post-op care of the patient.